Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device "went off about four to five times the way it was designed to do, but they had a recorded event that showed their heart rate going at 420 beats per minute and knocked him out". The right ventricular (rv) lead was not replaced at the time of the event; however capped and replaced many years later. No further patient complications have been reported as a result of this event.